Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history had an issue. There was no reported adverse impact to the customer. Ultimately, the pump displayed the accurate history. Reportedly, the customer continued using the pump for insulin therapy.